Manufacturer narrative:
Lifescan received the test strips and meter involved with this complaint on (B)(4) 2011 and device evaluation was completed on (B)(4) 2011 and (B)(4) 2011, respectively. The alleged issue was not observed with both the returned products however, there was a unreported issue found during investigation. Investigation found signs of liquid found on the spc pins of the meter.

Event description:
The reporter contacted lifescan (B)(4) alleging an "error 2" issue with the subject meter. The reported issue was not resolved with customer service troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.